Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a rise in impedances to greater than 2000 ohms post implant into the newly implanted device. Thresholds and r- waves have also increased and there were some events stored due to noise, likely due to the patients wrist surgery. There are no plans to intervene at this time. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.